Manufacturer narrative:
Serial number: (B)(4). For 2 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The oxygen flush valve was replaced to resolve 1 reported event, and the adjustable pressure limit valve (apl) was replaced to resolve 1 reported event. For 1 reported event a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes <noe> 3 <noe> malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced increased pressure issue due to a stuck component. For 1 event, it was reported that the oxygen flush valve stuck open resulting in an over delivery of pressure in the patient circuit, 1 event was reported for a stuck adjustable pressure limit valve resulting in excessive sustained pressure in the patient circuit, and 1 event reported the oxygen flush button was intermittently sticking resulting in the over delivery of pressure. These reports were received from various sources. Of the 3 events, 2 did not involve a patient, and 1 did involve patients. There was no patient information available.